Manufacturer narrative:
Additional manufacturer narrative: should indicate: physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an electrically shorted diode, designator cr44. This caused the device to be unable to charge for defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that she heard a noise while attempting to deliver a 200 joule shock while performing the defibrillation energy test.  The biomed then attempted a second 200 joule shock; however, a service indicator appeared and the device continually showed ¿discharging¿ on the display and would not complete the charge cycle.  As a result, defibrillation was not possible.  There was no patient use associated with the reported event.